Event description:
The surgeon was attempting to take skin graft of the left thigh so that it could be applied to the neck. The air dermatome started to tear up the skin at which time he requested a second air dermatome be brought in. He had the same problem & the second attempt cut dowwn to the fascia. Bleeding occurred and the pt needed to be stiched.